Event description:
The surgeon reported that during the intraocular lens (iol) implant procedure, the lens crumpled within the delivery chamber. The surgery completed with backup lens. Additional information has been received that there was no patient contact. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The device with the lens was returned loose in the carton. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly. Inadequate viscoelastic was dried in the device. The plunger was advanced toward mid-nozzle and has underrode the lens. The lens was misfolded up and rotated to the right and was upside down in the device. The trailing haptic was misfolded under the optic on the posterior optic surface. The leading haptic was misfolded onto the posterior optic surface of the misfolded optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger underride was observed which was rotated and misfolded the lens. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.